Manufacturer narrative:
1038671-2024-01730.

Event description:
It was reported that approximately 107 months after a right total knee replacement procedure, the patient has experienced prosthesis wear and may require a future revision surgery. No further issues or complications were reported. No additional information is available.